Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, upon anastomosis, stapler was difficult to remove from cavity. During the removal of the stapler, surgeon rotated the stapler counterclockwise 90 degree and clockwise 270 degree before removing entirely from the anus. After doing that, surgeon still could not remove the stapler from the anus. The anvil was tilted after firing without bent. A second operation on (B)(6) 2020 was done to remove the stapler and put on stoma bag and patient was in intensive care unit.